Manufacturer narrative:
This report is associated with argus (B)(4), biotene original oral rinse.

Event description:
My friend is in the hospital from this [hospitalization]. Case description: this case was reported by a consumer and described the occurrence of hospitalization in a male patient who received glycerin (biotene original oral rinse (savannah)) mouth wash (batch number unk, expiry date unknown) for drug use for unknown indication. On an unknown date, the patient started biotene original oral rinse (savannah). On an unknown date, an unknown time after starting biotene original oral rinse (savannah), the patient experienced hospitalization (serious criteria gsk medically significant). The action taken with biotene original oral rinse (savannah) was unknown. On an unknown date, the outcome of the hospitalization was unknown. It was unknown if the reporter considered the hospitalization to be related to biotene original oral rinse (savannah). Additional details, adverse event information was received on 06 july 2017. Consumer stated "I am calling about biotene dry mouth oral rinse, my friend is in the hospital from this. I want my money back for this".